Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead had placement difficulty and required positioning in several different locations to finally achieve an acceptable placement. Upon closing the pocket, the lead dislodged. The physician decided to perform a repositioning later in the day. The lead remains in use. No patient complications have been reported as a result of this event.